Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the procedure was converted to an open procedure due to the patient's anatomy.

Manufacturer narrative:
Alleged failure: sales rep haleigh krieg reported that 2 cpo 1488 ccu's go the 1488 screen (no error) and must be restarted to work appropriately. Sometimes they must be restarted more than once. The failure identified in the investigation is consistent with the complaint record. Root cause: the failure can be caused by the genus (vxp) chip (u54) located on the digital board of the ccu and only occurs during initialization of the unit. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the procedure was converted to an open procedure due to the patients anatomy.